Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that intermittent capture during cautery use was observed on the device. Device is part of the fsca advisory. Patient was not dependent on the device. Device was explanted and a new device was implanted. Patient was stable prior, during and post procedure.